Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Review of device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee surgery, the provisional bearing fractured. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.